Manufacturer narrative:
On august 16, 2023, mentor received additional information about the event. Also, on august 29, 2023, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device is an unspecified becker implant. Corresponding fields have been updated on this form. The device reported in this complaint (mentor becker implant) was not marketed for sale in the us, did not receive premarket approval, and is not subject to medical device reporting regulations. Therefore, no further mdrs need to be reported for this event. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 74-year-old white female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced left side deflation and bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with catalog number smhx400; serial number (B)(6) on the left side, and with catalog number smhx400; serial number (B)(6) on the right side on (B)(6), 2023. This medwatch report is for the patient¿s left-sided device.